Event description:
Caller reported a malfunction on the pump, potentially due to it getting wet, resulting in the pump screen going dark and not turning on. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to power the pump with known working charging supplies, leading to the screen turning back on, but the malfunction code was not resettable. Technical support decided to replace the pump and instructed the caller on returning the faulty pump and managing the backup therapy using multiple daily injections (mdi) until the replacement arrived.